Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 126mcg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient had withdrawal symptoms. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the surgeon tried to perform a catheter dye study but could not access the pump. He found that the pump was flipped. The actions and interventions taken to resolve issue was the surgeon flipped the pump and put on a new sutureless connector. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Event description:
Additional information was received from a consumer indicated the patient had an emergency catheter revision on (B)(6) 2020 after her catheter became kinked. It was noted the potential cause of the catheter issue could have been one fall the patient had in (B)(6) 2020. It was further reported the symptoms the patient had were her legs felt like rubber when the catheter stopped working. The patient¿s indication was multiple sclerosis (ms) and she took calcium supplements. It was also reported since the revision she had woken up some mornings where her leg was somewhat numb on the left side but that symptom subsided as the day went on. The patient had not told her healthcare provider (hcp) this yet. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-sep-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.